Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. The instrument was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis, but the failure analysis has not been completed yet. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during central processing, inspection of the maryland bipolar forceps instrument identified thermal damage on the pulley cover. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no additional information was obtained about the complaint.